Event description:
On 6/8/2023, it was reported by a sales representative via email that an ar-1588rtt acl fibertag® tightrope suture tore at the adjustable loop during tensioning. This was discovered during a procedure on (B)(6) 2023. Additional information requested. Additional information provided (B)(6) 2023: the procedure performed was a medial patellofemoral ligament reconstruction. The suture broke inside the patient and was removed. Fixation was completed with the use of an interference screw, ar-4020c-07.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field for evaluation, it was noted that the sutures had torn intra-operatively. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.